Event description:
During a ptca / stenting treatment procedure, the luge j 182 cm guidewire fractured in the pt's body requiring surgical intervention. The dr attempted to place a cozaar 3.0x16 mm stent over the luge guide wire in the left circumflex (lcx) coronary artery during the stent deployement. After the stent was successfully deployed, the delivery catheter was removed and a maverick 2.5x12 mm balloon was advanced over the wire to post dilate the stent. As the guidewire was withdrawn from the om into the lcx, the wire caught on the deployed stent and fractured. The pt was sent to the operating room to have the distal portion of the wire removed. The pt was on plavix and integrilin and in stable condition when sent to the or.